Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile part 04.503.122s, lot l136378: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: september 20, 2016. Expiry date: september 01, 2026. Non-sterile part 04.503.122, lot h087448: manufacturing location: supplier ¿ (B)(4), packaged and released by: monument. Release to warehouse date: july 05, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary CT picture review: the received pictures of a CT scan shows that the implanted mesh is broken. The complaint is confirmed. (B)(4). The reported event required medical/surgical intervention and pain to preclude permanent damage to a body structure. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the patient experienced pain. Initially, the patient underwent an unknown surgery for repair of the skull two years ago. It was discovered via CT scan that the matrixneuro mesh was broken. The surgeon has not yet decided for the following treatment solution. Patient condition was stable as reported. Concomitant device reported: unknown titanium matrixneuro screw (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).